Event description:
During investigation of autopulse device with s/n ((B)(4)) reported under MFR # 3003793491-2013-00875, it was determined that the reported problem of the autopulse giving low run times was attributed to two batteries ((B)(4)). For initial description of event please refer to MFR # 3003793491-2013-00875 report.

Manufacturer narrative:
Note: the autopulse platform (s/n (B)(4)) and two nimh batteries ((B)(4)) were returned for evaluation. Visual inspection of the platform was performed and no visible damages were noted. Functional testing of the platform using both of the returned batteries with a lrtf (large resuscitation test fixture) was performed and the reported complaint was verified; the platform stopped operating only after a few compressions and a "replace battery" message was displayed. The platform was then run with a test battery for 20 minutes with the test manikin and an additional 10 minutes with lrtf (large resuscitation test fixture) and no problems were encountered; the platform performed as intended when operating with a test battery. A review of the platform archive showed that on the reported event date of (B)(6) 2013, both of the returned batteries had low voltage while being used by the customer to perform compressions. The archive shows that this resulted in the platform stopping after only a few compressions and subsequently displaying user advisory 44 faults (battery voltage too low during compressions). Evaluation of the returned batteries confirmed the following: battery (s/n (B)(4)): test cycles: 16, remaining capacity: 1640mah, power output: 1186.7 watts. The battery failed the power test specification of (> 1300 watts), measuring 1186.7 watts. Battery (s/n (B)(4)): test cycles: 18, remaining capacity: 1624mah, power output: 1192.2watts. The battery failed the power test specification of (> 1300 watts), measuring 1192.2 watts. In summary, the reported complaint was confirmed based on functional testing of the returned platform along with the batteries provided by the customer. The archive also verifies the platform stopped compressions on the reported event date. Based on functional evaluation results as well as information from the archive, the root cause has been determined to be improper battery management. The batteries failed for the power output specification while being tested. The archive also shows these same batteries had low voltage while being used in the platform to perform compressions. Note: autopulse 1.5 g s/n (B)(4) MFR report# 3003793491-2013-00875. Nimh battery s/n (B)(4) MFR report# 3003793491-2013-00884. Nimh battery s/n (B)(4) MFR report# 3003793491-2013-00885.